Manufacturer narrative:
(B)(4). Method: the complaint rt266 infant dual heated evaqua2 breathing circuit was received at fph (B)(4) for evaluation. The device was visually inspected and pressure tested. Result: visual inspection revealed cracking along one of the swivel wye ports. The pressure test showed that the device was out of specification. Conclusion: further investigation was conducted and it was determined that the cracking had occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The user instructions that accompany the rt266 also state the following: check all connections are tight before use. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare (fph) field representative that the rt266 infant dual heated evaqua2 breathing circuit failed the initial ventilator leak test. The swivel wye was found cracked. This was found before use on a patient. There was no patient involvement.